Manufacturer narrative:
This investigation is being filed to update the patient identifier.

Event description:
It was reported that this lead exhibited undersensing during an anti tachycardia response. The clinic was notified of the atrial burden alert. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this lead exhibited undersensing during a anti tachycardia response. The clinic was notified of the atrial burden alert. No adverse patient effects were reported. The lead remains implanted.